Event description:
It was reported on (B)(6) 2015 that the manufacturer representative (rep) saw the patient on (B)(6) 2015 in clinic with all impedances 40 ,000 ohms. Upon reviewing an x-ray, an extension break was seen just below the extension-lead connection. The surgeon called the rep after he saw the x-ray and was concerned the patient had an extension break in the same place as the last extension break. The patient had the extension replaced on the day of the report and she was tremor free.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was feeling shocking on the contra-lateral side and had to turn the implantable neurostimulator (ins) off. A wire also broke prior to all of these episodes and the impedances were always bad in clinic. The ins was replaced and at that time the impedances looked fine.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0jy0m, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).